Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) drive manifold failed leak test and vacuum tests. There was no patient involvement reported .

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) drive manifold failed leak test. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields; d4 (UDI). A getinge field service engineer (fse) found the drive manifold would not pass the leak and vacuum tests. Fse replaced drive manifold assembly to fix the issue. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following parts associated with this complaint: drive manifold assy, this part was received with a reported unit failure message of failed leak tests. Performed visual inspection of this part received and part looks be in condition. Installed the drive manifold assy, into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department performed all manifold tests and drive manifold leak tests failed with result of vacuum diff pressure 68 mmhg and pressure leak diff. Pres. -115 mmhg; the factory specification are for vacuum leak diff prs. +-25 mmhg and pressure leak diff prs. +-55 mmhg. The failure analysis and testing department verified the failure message of drive manifold would not pass the leak tests. Drive manifold assy, failed testing. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf the failure analysis and testing dept. Received drive manifold with a reported unit failure of failing the leak test. The failure analysis and testing dept. Performed a visual inspection of the drive manifold which included the inspection of all electrical wiring and components. The fat dept. Observed a damaged cover for the solenoid valve which protects the wired connections. Due to the damaged cover and the risk it poses to the test fixture, the fat dept. Cannot investigate this complaint any further. Retaining the drive manifold in the fat dept. Per procedure.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The most probable root cause according to the cardiosave dfmea and the supplier "asco" for the drive manifold failing the leak test could be related to wear and tear of the internal components, loose connections of the tube, fluid ingress, blood contamination, electrical connectivity issue on the solenoids, and or micro cracks in the body of the manifold.